Event description:
The 2 coils deltapaq cerecyte microcoil 2 mm x 3 cm (cdf10020330/g15381) and micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm (csp10035030/g13684) failed to be advanced into the hub of the echelon microcatheter 90 degree shape (details unknown). Both coils were removed together with the microcatheter as a unit. There were no damages noted on both coils after use. There was no delay as a result of the event. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter.

Manufacturer narrative:
During a coiling procedure of an unknown vessel aneurysm of unknown characteristics, two microcoils, a deltapaq cerecyte microcoil 2 mm x 3 cm ((B)(4)) and a micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm ((B)(4)) failed to be advanced into the hub of the echelon microcatheter (90 degree shape, details unknown). Both coils were removed together with the microcatheter as a unit. There were no damages noted on either of the coils after use. There was no delay as a result of the event and no harm to the patient was reported. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. It is important to note that two different lot numbers with different catalog product numbers (deltapaq and micrusphere) could not be advanced in the same microcatheter used in the complaint procedure. Both coils were returned for analysis; however, the echelon 10 microcatheter used in the procedure was not returned. (B)(4). The micrusphere coil was returned undamaged. The coil's socket ring was found pushed down inside the outer sheath. The core wire was kinked 32.0 centimeters off the proximal end. Using an in-house echelon 10 microcatheter, the returned micrusphere coil was introduced multiple times into the microcatheter with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil moved freely at all times. Laboratory testing could not duplicate the field complaint. The evidence highly suggests that distal interference inside the unidentified echelon microcatheter contributed to the coils inability to be advanced inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. Without the return of the unidentified echelon microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). The coil was returned undamaged. The core wire was kinked at 3.0 centimeters and at 130.0 centimeters off the proximal end. Using an in-house echelon 10 microcatheter, the returned coil was introduced multiple times into the microcatheter with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil moved freely at all times. Laboratory testing could not duplicate the field complaint. The evidence highly suggests that distal interference inside the unidentified echelon microcatheter caused the core wire to protrude outside the sheath. Regardless of any distal interference, any further attempts to advance the coil in this condition would have produced significant resistance. The source of this interference; whether of a fixed or detached nature cannot be determined. Without the return of the unidentified echelon microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is not confirmed. Due to the fact that the reported failure to advance both coils involved this complaint could not be replicated in the laboratory, no root cause of the reported resistance could be determined. Therefore, no corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm (csp10035030/g13684); echelon microcatheter. 90 degree shape (details unknown).